Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils and pet fibers have moved out of the tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and gallbladder disorder ("essure has killed many gallbladders"). At the time of the report, the device dislocation and gallbladder disorder outcome was unknown. The reporter considered device dislocation and gallbladder disorder to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: coils and pet fibers have moved out of the tube. Most recent follow-up information incorporated above includes: on 3-dec-2019: content from social media, new reporter and event coils and pet fibers have moved out of the tubewere added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.